Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of esmolol was noted to be leaking from the tubing while on a patient. As a result, the patient's bp unexpectedly elevated to 132/75. The goal was to keep the systolic below 130. There was no report of lasting harm.